Manufacturer narrative:
Article citation: "frontline brentuximab vedotin in breast implant-associated anaplastic large-cell lymphoma" by juan pablo alderuccio , amrita desai, monica m. Yepes, jennifer r. Chapman, francisco vega, & izidore s. Lossos. Clinical case reports, vol. 6, issue 4., pp. 634¿637. The event of "axillary tenderness" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Pain ¿ pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists.

Event description:
Through journal article ¿frontline brentuximab vedotin in breast implant-associated anaplastic large-cell lymphoma¿ physician reported previous left side "axillary tenderness." Device has been explanted.